Event description:
A malfunction was reported on a customer's pump, identified by the customer without any preceding notable events. There was no adverse impact to the customer's blood glucose level. Technical support planned a replacement of the pump as it was included in a field correction, and the customer had not completed the online form for this. The customer was informed they would receive a pump with updated software and agreed to undergo multiple instructions such as returning the faulty pump, setting the replacement pump, and connecting it to their cgm. The replacement pump was shipped, requiring a signature on delivery. Customer reverted to an alternative method of insulin therapy.